Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one needle was bent and was not used, one needle broke off in the patient and they were unable to retrieve it. As stated, the third time they opened a new handle and new needle it had no issues. Patient status and outcome is unknown.